Event description:
It was reported that the device would not turn on battery power but operated on ac source. Furthermore, the device would remain operational on battery power if it was turned on ac source and was unplugged. There was no pt use associated with the event.

Manufacturer narrative:
(B) (4): physio- control evaluated the device and observed that it would not operate on battery power. Physio replaced the power supply assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed power supply assembly and observed an electrical leakage from two filters, designator fl4 and fl10, due to solder flux residue on the power pcb. The observed leakage is known to cause no battery operation failure.